Event description:
A customer observed assay results for a pt sample which had not been requested. The results were not reported to the physician. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer does not use bar-coded samples, but manually programs tray/cup information for each sample. The laboratory printout verified that the wrong sample had been placed into the cup. The customer repeat tested all potentially affected samples and verified that all test results were acceptable. User error is the root cause of this event.